Manufacturer narrative:
No service was requested. Investigation and repair was performed by third party service provider who reportedly replaced the control pc board. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported technical error code. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref #: (B)(4).